Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Reportedly, the customer would reload the cartridge and resume insulin therapy on the pump. There was no reported adverse impact to the customer's blood glucose level.